Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was reporting increased pain, when the nurse went to assess the catheter it was discovered the catheter was disconnected from the clamp. Epidural became disconnected between the thin epidural catheter and clamp that connects to the epidural tubing. The catheter came out of the connector but not the patient. The nurse bloused the patient's epidural in attempts to get her comfortable again. The catheter continued to be used. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400434464. No sample was returned for further evaluation. Retain samples were pulled and tested. All testing were within specification. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.